Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in an anastomotic shunt in a severely tortuous and moderately calcified vessel. A 4.5-4/4t/90 symmetry¿ balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device and with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that in-stent restenosis occurred in an unspecified bsc stent.